Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that for the first two days after a strata ii valve was implanted in the patient, there was mild improvement in their hydrocephalus symptoms. However, after the second day the patient's symptoms returned. The neurosurgeon adjusted the valve's pressure-level settings many times, but the symptoms did not improve. He also tried pushing on the reservoir dome and occluders. The patient then had the strata explanted and a new strata ii valve was implanted. It was also reported that after the revision surgery, the patient showed significant improvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.